Manufacturer narrative:
Beckman coulter field service engineer (fse) confirmed that the probable cause was identified as malfunctioning solenoid valves. The fse replaced the solenoid valves to resolve the reported issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported getting false high sodium (na) patient results and lower recoveries on other assays for two patient samples on their dxc 800 pro clinical chemistry analyzer (pn a10407, sn (B)(6)). There was no report of change to treatment, injury or death associated with this event. The customer did not provide patient data or patient demographics.